Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via web self-service that a skin reaction occurred. The sensor was inserted on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction that was described as a rash, inflammation, and a scar under the sensor patch. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.